Event description:
Additional information was received that vns system was checked on (B)(6) 2016. Patient had a history of obstructive sleep apnoea and had night time CPAP (continuous positive airway pressure therapy). It was reported that initial vns system was implanted in (B)(6) 2008 followed by battery change in (B)(6) 2012.

Event description:
It was reported that vns patient in mid-teens, in transition to adult services suffers upper airways obstruction. Patient had multi-drug resistance epilepsy and was implanted with vns in 2008. The obstructive episodes occur like clockwork every 95 seconds through all sleep states. Attempts for additional relevant information have been unsuccessful to date.